Manufacturer narrative:
It is now known the pt was revised due to loosening of the tibial component; the femoral component remained implanted. The primary notes do not provide detail regarding cementing technique used (i.e. Holding the knee in extension during cement curing). Range of motion was checked and satisfactory. The revision operative notes state that looseness could be easily seen upon exposure of the tibial component. The separation was at the level of the cement/prosthesis interface. To date, no x-rays have been received. Rehabilitation protocol and adherence thereto is unk. A root cause for this event remains undetermined with the info provided. Compatibility of implants has been reviewed with no issues noted. No other reports of any nature have been received for the tibial component or the bone cement used. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the pt was revised due to pain.